Event description:
It was reported that the customer experienced high blood glucose levels and that the adhesive of the infusion sets got stuck to the quick serter. The blood glucose reading was 568 mg/dl, which was treated with manual injection. The customer's mother reported that the high blood glucose levels were a result of the infusion sets not staying in the customer's body due to the serter anomaly. They were advised to replace the serter. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated 1 opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per inspection, as it was found that the quick-serter barrel walls were contaminated with excessive glue from the quick-set tape.